Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a device check, pacing and sensing failure were confirmed. An apparent lead fracture around the anchoring sleeve was also confirmed on x-ray. The lead was replaced. No patient complications have been reported as a result of this event.